Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip is bent, causing side to side misalignment of the grips. There is a .020" offset at the tips. The bent grip has a slight separation of the yaw pulley and the conductor cap at the glue joint, indicating overloading at the tip. Engineering also observed the distal end of the main tube has various scratch marks all around the tube. A few scratches are deep enough to have removed the tube material. The scratches are under .250" long and are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the tips of the precise bipolar forceps instrument are bent. No additional information was provided. No patient harm, adverse outcome or injury was reported.